Manufacturer narrative:
The available information indicates the patient's cuneiform started to fracture during a bunion procedure on (B)(6) 2021 when the surgeon was pre-drilling the screw holes after provisional fixation. The surgeon addressed the fracture by changing out the screws to use longer ones for compression with no other patient outcomes. No devices were returned for evaluation which remain implanted and the final construct being reported as "stable". The device history records for all combinations of devices (sk30, sd16 and/or sd21) intended to be implanted were reviewed and no non-conformances or issues during the manufacture or release of the products were identified that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined as the surgeon believed what occurred was atypical. No deficiency or failure has been alleged/found against any tmc device with feedback from the surgeon indicating the patient is currently "doing fine" with no additional visits/treatment, nor change in standard of care required at this time. The company will supplement this MDR as necessary and appropriate.

Event description:
The available information indicates the patient's cuneiform started to fracture when the surgeon pre-drilled the screw holes during a bunion procedure on (B)(6) 2021. The surgeon addressed it by using longer screws for compression with no other patient outcomes reported as a result of this event.